Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing intermittent signal loss, which was lasting from 15 seconds to 3 minutes, then resumed monitoring on its own. Technical support (ts) had the customer check the cns for alarm events. They found many instances of signal loss on multiple devices for up to minutes at a time; however, the issue was never with multiple beds at a time. No patient harm was reported. Investigation summary: as no concomitant devices were returned for evaluation, a root cause of intermittent signal loss could not be determined. As the issue was occurring intermittently, the customer was advised to contact ts when the issue occurred. No further issues were reported by the customer. Intermittent signal loss is likely a result of signal interference from third-party products or environmental factors such as construction. Signal loss is an error message notifying the user of loss of network communication between the monitoring devices and the zm transmitter. Possible causes of a communication error message on a zm could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the monitor are not the same as the zm or if there are duplicate ip addresses being used by more than one bed. Signal loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced.

Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent signal loss. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the issue is not happening right now. The signal loss can last from 15 seconds to 3 minutes and it fixes itself without any user intervention. Technical support (ts) had the customer check the cns for alarm events and they found many instances of signal loss on multiple patients for up to minutes at a time; however, the issue is never with multiple beds at a time. Ts asked the customer to check on the patient's tele boxes when this occurs in the future and take notes of the tele box conditions during the signal loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is experiencing intermittent signal loss. There was no patient injury reported.